Event description:
Additional information was received from the patient. Patient said their programmer wasn't working. When patient services clarified, patient said they put new batteries in the programmer and when they try to connect to the ins they are seeing the poor communication screen. Patient said they had tried connecting with the antennae and patient services suggested trying without, but patient said they couldn't on the call because they had company over. Patient said they would try that at a later time and patient services reviewed again potential for ins depletion and redirected to healthcare provider (hcp). Patient said they tried contacting more hcp's on the listings patient services had previously sent, but said all of the offices told them they do not accept male patients or said they don't know anything about the system. Patient services reviewed purpose of hcp listings given by patient services and patient confirmed that all of the offices they were referred to were women's clinics. Patient services sent message to manufacturer representative (rep) to ask if they knew of any additional hcp's in the area that could help with patient's care. The rep tried to call the patient back several times but stated that the number didn't seem to be working.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was the patient reported they "got a letter" about their device yesterday (B)(6) 2023 and that they replied to the letter they hadn't been "using it much" and now the patient thinks "they shut me down". Patient services was unable to determine what letter the patient had been replying to but reviewed with the patient it was impossible to shut the patient's therapy off remotely. The patient then further clarified that for about 2 weeks, their bladder control symptoms have returned and that they've been going to the bathroom once every hour. The patient stated last night they put new batteries in their 3037 programmer but it wouldn't work, that nothing would come up on it. Patient services had the patient power on the programmer and it came up to the sync screen. Patient services offered to help the patient attempt to try to connect to their settings however the patient stated they couldn't do that without their spouse being present (they couldn't use the programmer on their own.) Patient services reviewed battery longevity considerations with the patient and reviewed that if they were unable to connect when they called back it could be because the ins battery has depleted. The patient stated they were going to call back when their spouse was available to attempt to connect to their implant. Patient services wanted to note that their original health care provider (hcp) had retired and that they'd gotten another but they didn't know the hcp's name and they hadn't seen their hcp in years. Pt called back with spouse for assistance to connect with their ins. Pt repeated information previously reported in this case that programmer would not power on last night and that they thought maybe they had been "shut off". Pt stated they are trying to get implant turned back on as they are going to the bathroom "every hour on the hour". Reviewed general use of 3037 programmer. Pt initially reported when attempted to sync with their ins with use of the antenna that the screen would display "interstim icon" and then would go back to the sync screen and pt was unable to sync with their ins. Pt reported they were using super heavy duty batteries in the programmer. Reviewed appropriate batteries for use in the programmer. Pt replaced programmer batteries and then confirmed able to sync with their ins but then reported seeing por message. Pt stated today was the first day they noticed por message. Reviewed por message meaning and redirected pt to hcp to address. Pt stated they don't know who their managing hcp is as they have not seen them since 2017. Reviewed managing hcp information on record in diq (hcp name and phone number). Pt stated they will follow-up with hcp to address this issue.

Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.